Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The japan user facility reported that an automated impella controller (aic) in storage experienced a self-test failure and would not start up properly. The aic was rebooted to troubleshoot the issue, but the failure remained. There was no patient harm or involvement.

Manufacturer narrative:
The investigation for the reported console (aic) self-check error has been completed. The aic was returned for evaluation. Logs were not available for review. During evaluation of the console, the pbm pca was physically inspected which revealed corrosion to the circuit traces that carry the communication signals between the 4-in-1 and the battery 1 circuitry on the pbm. This type of corrosion is known to be caused by leakage of the electrolytic supercapacitors. Therefore, the cause of the aic issue was due to corrosion.